Manufacturer narrative:
Our quality engineer inspected the 179 samples were returned for investigation. The reported issues of needle through catheter and silicone visible were confirmed upon inspection of the samples. The defects of needle disengagement difficult, blood leaks out of control plug, catheter tip integrity, needle retraction failure and catheter defective/ damaged could not be confirmed from the returned samples. 11 samples of lot 4320986 and 14 samples of lot 4311275 had excess lube observed once the tip adhesion was broken. Blood escape time (bet) testing was performed to check for leakages and no samples had abnormalities during testing. 154 of the samples had no damages or defects. Production records were reviewed, for the reported lot numbers. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc catheter was defective damaged. It was reported by customer that ad 2 more issues with the catheter. There is an extra piece of plastic that is at the tip of the catheter. When the needle is moved, this piece of plastic has sheared off - either by going inside of the catheter or falling off completely. Verbatim: we have had 2 more issues today with the catheter (same issues as last week). **asked customer to explain issue more in depth.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.